Event description:
It was reported that an alert was observed via merlin.net for pacing lead impedance less than the programmed lower limit. However, no low measurements were noted in the transmission and no patient notifier was delivered. A false alert was suspected. Two weeks previous, an alert was received for impedance greater than the programmed upper limit which was found to be accurate as impedance had been gradually increasing. The patient was brought in and the upper limit was increased. The false alert for lower limit occurred the next day. There were no adverse consequences to the patient and normal remote monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.